Event description:
It was reported to philips that, during preventive maintenance, the heartstart mrx defibrillator started to charge but did not finish to deliver the shock.

Manufacturer narrative:
(B)(4).